Manufacturer narrative:
The reported events of lead dislodgement due to twiddler's syndrome and failure to capture were unable to be confirmed. As received, a complete lead was returned in one piece. The s-curve height of the lead was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. No other anomalies were found.

Event description:
Related manufacturing report number: 2017865-2025-11890, related manufacturing report number: 2017865-2025-11716. It was reported patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited no capture. It was also noted that the patient twiddled with their implantable cardioverter defibrillator (ICD), causing it to migrate. Chest x-ray was performed and confirmed ICD migration and rv and lv leads dislodgement due to twiddler's syndrome. The ICD and both leads were explanted and replaced. Patient was stable.